Event description:
A surgeon reported that leakage occurred from the valved trocar cannula and intraocular pressure was not able to be maintained during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).